Manufacturer narrative:
(B)(4). - review of lot processing history and complaint history records for lot sp100480 was unremarkable. There were no processing deviations or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. - as of 06/20/2017, no other complaint has been reported to lifecell in association with lot sp100480. - as of 06/20/2017, of the (B)(4) devices released to finished goods for lot sp100480, (B)(4) devices were distributed with (B)(4) devices reported to be implanted. Evaluation conclusion: (B)(4). - as the surgeon expressed, the strattice "was not a fault for this event, as it involved a very complex patient." The event is likely related to the patient's condition, however, lifecell could not obtain clarification on which strattice device was referenced as being unrelated to the event. Therefore, lifecell reports this event in an abundance of caution. Based on our internal review of the device processing history, the lot met qc criteria for product release, including mechanical testing. No other complaint was reported against the lot. The lot was aseptically processed and terminally sterilized within process parameters. There was no nonconformance or deviations encountered in association with the event. Device not returned for evaluation.

Event description:
It was initially reported that a patient underwent an open abdomen hernia repair with strattice on (B)(6) 2017. On (B)(6) 2017, the strattice mesh was removed because the mesh "fell apart" at the edges. On (B)(6) 2017, the patient was brought back to the or for placement of another strattice mesh. On clinical follow up, it was reported that there was no evidence of gi/abdominal contamination after the implantation of strattice as a bridged repair. There was no fistula and the strattice mesh was not placed around or put in contact with the stoma. An abthera vac system was placed and another surgery was scheduled for the following week. After the second surgery, the midline was reported to be seeping fluid.